Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
I'm in need of a complaint number for a chpv valve I need to send in for evaluation. I picked up the valve today. The product code is 82-3112. Dob of the patient is (B)(6) 2006. The account is (B)(6) and the mr# for patient is (B)(6). I will also need a kit sent to my house so I can send this product to (B)(4). Thank you on (B)(6) 2015, no flow.